Manufacturer narrative:
This event was confirmed use related, not attributed to a device malfunction. Submitting the investigation details as additional information. The reported issue was confirmed. The root cause of the reported issue is due to the device needing calibration. During evaluation, it was confirmed that the device had temperature discrepancy. Calibration performed. Back panel needs to be replaced as the fill tube was too large. Back panel was replaced. Cleaning, inspection, functional check, water replacement, new calibration, est, mtk. Device without error. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. Product labeling was reviewed for this investigation. The labeling is found to be adequate as the instructions for use state: calibration: to perform a calibration on the arctic sun temperature management system, press the advanced setup button on the therapy selection screen. Press the start button and follow the on-screen directions. Refer to chapter 9 for additional instructions. 9.2 when to perform a calibration or calibration check 1. Calibration is recommended after 2000 hours of operation or 250 uses, whichever occurs first. The status of calibration is available in the advanced settings screen. 2. In addition, calibration may be required after replacing certain components (see chapter 8). 3. A calibration check confirms the device flow, ability to heat and cool, and the temperature sensing systems are all within specification. During the calibration check errors may be displayed with diagnostic information assisting with performance or calibration issues. After successful completion of a calibration check, a report is displayed showing a pass or fail status of all parameters checked. 9.3 calibration setup: 1. Remove fluid delivery line by flipping latch from right to left and attach ctu to arctic sun temperature management system. Lock in place by flipping latch from left to right. 2. Attach three cables coming from ctu to pt1, pt2, and t0. 9.4 performing a calibration: to perform a calibration on the arctic sun temperature management system, press the advanced setup button on the therapy selection screen. Press the start button next to calibration and follow the on-screen instructions. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. Based on the results of the investigation, no additional actions can be taken. Corrections: d, e, f, h. All available UDI information is being provided. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the temperatures are sometimes detected with a deviation of 0.5°c in an arctic sun device, so arrange for a calibration promptly. Furthermore, the back panel must also be replaced fill tube hole was too large. Per review of wo on 21mar2025, there was no patient involvement. Per follow up information received via mail on 24mar2025, device would be repaired in the hospital by crs or at crs depot.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the temperatures are sometimes detected with a deviation of 0.5°c in an arctic sun device, so arrange for a calibration promptly. Furthermore, the back panel must also be replaced fill tube hole was too large. Per review of wo on 21mar2025, there was no patient involvement. Per follow up information received via mail on 24mar2025, device would be repaired in the hospital by crs or at crs depot.